Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reportedly developed welts that were sore to the touch under the garment. The patient indicated she believed the garments were too tight. A zoll representative visited the patient who indicated that the garment fit was good and the patient's bra she was wearing over the garment was causing the issue. The patient's physician advised the patient to occasionally remove the device to relieve the issue. The medical outcome of the area is unknown.